Event description:
Pt was implanted with tibia plate construct on (B)(6) 2012. Pt complained of pain. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware due to non-union. The plate broke post-operative. Pt's fibula show signs of healing.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was rec'd. DHR review found nothing that would cause or contribute to the reported incident. All subject product release met visual and dimensional specification requirements.